Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2022, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that the circumstances leading to the issue was they got up from the sofa, when they got up, they heard and felt a snap in their back and the device quit working. The issue is resolved.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt got an MRI on their back and they found out that the right lead had slipped out and came out of its position so they were going to get surgery on it. Their left lead was working. Agent did not redirect since they were already planning on getting surgery.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial #: (B)(6), implanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-nov-2025, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 16-aug-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.